Manufacturer narrative:
Initial reporter name and address: phone: (B)(6). Initial reporter occupation: quality coordinator. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the package of a roadrunner nimble hydrophilic wire guide was found unsealed. The issue was discovered by a cook distributor during their receiving and inspection process. There was no patient involvement.

Manufacturer narrative:
Event summary: as reported, the package of a roadrunner nimble hydrophilic wire guide was found unsealed. The issue was discovered by a cook distributor during their receiving and inspection process. There was no patient involvement. Investigation ¿ evaluation: reviews of the complaint history, device history record, instructions for use, and quality control procedures, as well as a visual inspection were conducted during the investigation. The device was returned to cook in a labelled package for investigation. The package does not have an end seal. There is no evidence of a partial seal, indicating the package was not sealed in production. A document-based investigation evaluation was performed. No related non-conformances were recorded. Due to the individual nature of inspecting the packaged product during manufacturing, one nonconformance does not indicate additional non conformances in the lot. Additionally, there have been no other complaints filed for this lot. Therefore, there is no evidence to suggest that nonconforming product are in the field. A review of relevant manufacturing documents was conducted. Sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the available information, cook concluded that the cause was a quality control deficiency. The returned complaint device confirmed the customer complaint, the end seal was missing. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.